Event description:
It was reported, that a patient exhibited a syncope episode. And presented to the hospital. Device interrogation revealed, there was no low voltage pacing on the pacemaker (pm). The physician elected to explant and replace the pm. The patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
The reported event of no pacing was not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Visual inspection of the header found no anomaly related to the field concern. Electrical and mechanical analysis performed indicated normal functionality. Further analysis of the output under field conditions found all pacing parameters within normal range. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.